Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleted approximately five months after implant. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting unexpected behavior. Boston scientific technical services recommended troubleshooting options. Additional information was received. This crt-d device was successfully explanted and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleted approximately five months after implant. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting unexpected behavior. Boston scientific technical services recommended troubleshooting options. At this time the device remains in service. No adverse patient effects were reported.